Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtr clips ((B)(4)) were implanted, reducing mr to a grade of 1-2. On (B)(6) 2019, the patient returned to the hospital. Echocardiography was performed and it was observed on of the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Therefore, a second procedure was performed, and one clip ((B)(4)) was implanted, reducing mr to a grade of 2. On (B)(6) 2021, the patient returned to the hospital due to recurrent mr. It was noted mr had increased to a grade of 4. The physician stated that all clips were stable, and the recurrent mr is attributed to a progression of disease. To treat mr, two additional clips ((B)(4)) were implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital due to recurrent mr. It was noted mr had again increased to a grade of 4. All five implanted clips were noted to be stable, and the recurrent mr was due to a progression of disease. The physician opened a mitraclip, but prior to inserting the devices, he decided to use a mitral valve plug. He stated that since five clips were already implanted, there wasn't much surface area to implant another clip. The plug was implanted at the location of the slda, and mr was able to be reduced to a grade of 1. No additional information was provided.

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.